Manufacturer narrative:
In the 1st follow up report for this complaint the codes did not populate in the fields in section h6 but the verbiage was included in the additional manufacturer narrative and corrected data fields. This follow up is adding those codes that did not populate in section h6 in the 1st follow up report. Adding additional investigation conclusions codes 24 and 50. This is a follow up report to add this additional codes. This is a follow up report for these codes. In the 1st follow up report for this complaint the codes did not populate in the fields in section h6 but the verbiage was included in the additional manufacturer narrative and corrected data fields. This follow up is adding those codes that did not populate in section h6 in the 1st follow up report. Adding these codes: medical device problem code - 1260 and 1494. Investigation findings: 3252 and 3243. This is a follow up report for these codes. Additional FDA coding being added after investigation of device. Adding additional health effect - clinical code 1932. This is a follow up report to add this additional code.

Manufacturer narrative:
Additional information received: adding UDI # (B)(4). Adding implanted date: (B)(6) 2011. Adding explanted date: (B)(6) 2023. This is a follow up report with this additional information. Additional FDA coding being added after investigation of device. Adding additional investigation conclusions codes 24 and 50. This is a follow up report to add this additional codes. Device received for this event is being corrected from unknown atis implant catalog # unknown atis implant to osseospeed tx 3.0 s - 11 mm catalog # 24982. Correcting manufacturer narrative from: therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. To the corrected manufacturer narrative: therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored. This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code - 1863. Investigation findings code - 3221. The correct codes for this complaint are: medical device problem code - 1260 and 1494. Investigation findings code - 3252 and 3243. This is a follow up report for all of this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.